Event description:
The customer reported that the pt was burned at the needle insertion site during an rf ablation procedure. The 1cm x 1cm burn was noted after removal of the needle upon completion of the procedure. The degree of burn and type of treatment are unk. The site reported a part of the needle insulation had peeled off. A 7cm guiding needle was also in use.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.